Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 514 mg/dl. Elevated blood glucose was addressed with a manual dose injection. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. The customer reverted to an alternate method insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.